Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left iliofemoral vein. An angiojet console was used in a thrombectomy procedure. During the procedure, the device showed an error 60. The error still persists after restarting and shutting down for several times. The procedure was postponed. There were no patient complications reported.